Event description:
During a product trial two of the canisters appeared to develop a leak 60 to 90 minutes into the surgical procedure. The two canisters passed the initial pressure test. Six additional cannisters failed the initial pressure test. Two add'l canisters were found to be cracked when removed from their shipping case and not tested for use. All ten cannisters were discarded. When the first canister leaked during use, the surgical procedure was stopped and the patient was bagged until the canister was replaced. No intervention was required when the second canister leaked was a replacement canister was on hand in the operating room.